Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 300 mg/dl and the customer fasted until the high bg lowered. The cause of the high bg was not known. The customer changed the pump supplies and the high bg was resolved.